Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined low blood glucose level of 42 mg/dl that was addressed by consuming carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management. Additionally, it was reported that the pump software did not accurately adjust the amount of insulin delivered. Tandem technical support was unable to review pump data despite multiple attempts to have customer upload it; reported issue could therefore not be confirmed and no further information was obtained.